Manufacturer narrative:
The device has not been returned for analysis. Several attempts have been made to provider to obtain additional information without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite 3d sleep appliance broke off, no other information was provided.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4). Corrections: h6: updated "investigation finding" code. H6: updated "investigation conclusions" code.

Event description:
Additional information: it was reported the patient is a 46-year-old male who received the device on (B)(6) 2024 and began use the same day. The patient reported that the upper right side button attachment broke. The issue was reported on (B)(6) 2028, and the patient discontinued use on (B)(6) 2025. The patient did not experience any harm or adverse outcome. The patient reported no relevant pre-existing conditions or medications. The device was cleaned prior to delivery, and the patient reported cleaning and maintaining the device as instructed.